Event description:
It was reported that patient was revised due to disassociation of the liner from the cup approximately one month after initial arthroplasty. The patient did not retain any foreign bodies.

Manufacturer narrative:
Concomitant medical products: 010000786 g7 10 deg arcomxl liner 40mm f 3593242 unknown stem. 010000999 g7 screw 6.5mm x 30mm 3666640. Reported event was confirmed by review of x-rays provided. The x-ray report confirms that liner was disassociated from the cup. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.